Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal unknown baclofen 2,000 mcg/ml at 1,603.3 mcg/day via an implanted pump for an unknown indication for use. It was asked and unknown when the event/difficulty occurred. It was reported on the date of this report, the patient came in to have her pump replaced due to the elective replacement indicator (eri). When the doctor opened the pump pocket to replace the pump, the pump connector was not attached to the pump. It was unknown if there were any environmental, external, patient factors that may have led or contributed to the issue. The doctor tied the pump catheter off in the pocket. He then implanted a new catheter (8780). Once the new 8780 was implanted and attached to the new pump, the doctor successfully aspirated the catheter from the catheter access port. The hcp was given the tablet so that he could make changes to the patient¿s baclofen dosing related to no cerebrospinal fluid (csf) flow from the old catheter. It was reported the doctor made dosage changes using the tablet and updated the patient¿s pump. The issue was resolved at the time of this report and the patient¿s status was ¿alive- no injury¿. The patient¿s weight and medical history were asked and would not be made available.

Manufacturer narrative:
Continuation of d10: product ID: 8596, serial# (B)(6), implanted: (B)(6) 2005, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8596, serial/lot #: (B)(6), ubd: 28-dec-2006, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.